Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: iipdtul, internal connection universal placement driver tip - long, lot: unknown. D10: therapy date: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that driver tips got stuck in the implant and it was difficult to separate them, only manually doctor was able to disengage driver from implant. Procedure was completed by placing the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) iipdtul, internal connection universal placement driver tips for evaluation. Visual and functional evaluation was performed. Driver tip worn. Functionally tested in-house implant and engages, retains, and disengages as intended. No malfunction identified. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental: functional: does not disengage/release¿). Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused however, a definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, device malfunction did not occur. Functionally tested in-house implant and engages, retains, and disengages as intended. No malfunction identified. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.